Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system continued to fluoro after release of the footswitch. There is no report of injury or death associated with the event described in this complaint.